Event description:
Resectoscope cord caught fire while in use by physician. The fire was in the cord only, the tip was not involved. The duration of the fire was 2 seconds. The electrosurgical machine was set to maximum (120 w coag/ 300 w cut). Patient had a 1 cm area of redness on penis. No treatment required.